Event description:
"Description of event as copied verbatim from user facility. A patient had received a action patch treatment. Two and a half hours later, the patient called the doctor and said when he removed the patch from his shoulder he had a burn the size of a pea, it was 3rd degree burn and the patient was burned on the dispersive side of the patch. The doctor used hydrocortisone, doctor told the patient to place a bandage over the area and later today to apply neosporin."

Manufacturer narrative:
Evaluation method and results: we are unable to evaluate as no product was returned; the patient disposed of the electrode. A follow up report will be submitted if more information becomes available.